Event description:
It was reported that pericardial effusion, cardiac tamponade and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on xarelto as their pre-case anticoagulant. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The echo images were difficult to visualize at times. The patient went into complete heart block during the transseptal puncture but recovered quickly and a transseptal puncture was performed. 13,000 units of heparin were given and the patient was on a 1,500 unit/hour drip. When advancing the double curve was, the stiff amplatz guidewire fell into the appendage. No effusion was noted at that time. They proceeded with the procedure and the double curve was was advanced over the pigtail catheter and was sub-selected in the anterior lobe of the appendage. When the 27mm device was prepped, the pigtail catheter was removed and the sheath fell into the posterior lobe of the appendage, noticeably deep in the appendage. The physician was advised to withdraw the system before snapping the wds together with the was sheath. The system was deep, but corrective action was not taken before connecting the systems together. The closure device was unsheathed to the "flx ball" in normal fashion, but still very deep in the appendage, before manipulating the sheath. The device was too distal to the ostium, so the device was re-sheathed to the "flx ball" before repositioning more proximally. The second deployment was also too distal, and when they were about to reposition, the transesophageal echocardiogram (tee) physician noticed there was a growing effusion. The device was repositioned again, but there was no noticeable compression. The patient started to decompensate quickly. The device was quickly repositioned again and the device was deployed in the anterior lobe with a coaxial alignment to the ostium. The release criteria were not confirmed but tug test was performed. The device did not move. The device did not appear to be compressed on fluoroscopy, but the device was released. Blood thinners were reversed and a pericardiocentesis was performed. The physicians had difficulty quickly performing the pericardiocentesis, and several minutes had gone by when the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. CPR continued until the physicians could tap and stabilize the patient. Device embolization was noticed on tee and fluoroscopy and appeared that the device was in the pericardial space. Surgical intervention was required to explant the device. The patient is alive, but was not yet discharged from the hospital. It was further reported that the patient expired a little over two weeks out from the surgical intervention. She was recovering from the surgery, but developed pneumonia and other infections that the implanting physician felt were the cause of death.

Event description:
It was reported that pericardial effusion, cardiac tamponade and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on xarelto as their pre-case anticoagulant. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The echo images were difficult to visualize at times. The patient went into complete heart block during the transseptal puncture but recovered quickly and a transseptal puncture was performed. 13,000 units of heparin were given and the patient was on a 1,500 unit/hour drip. When advancing the double curve was, the stiff amplatz guidewire fell into the appendage. No effusion was noted at that time. They proceeded with the procedure and the double curve was was advanced over the pigtail catheter and was sub-selected in the anterior lobe of the appendage. When the 27mm device was prepped, the pigtail catheter was removed and the sheath fell into the posterior lobe of the appendage, noticeably deep in the appendage. The physician was advised to withdraw the system before snapping the wds together with the was sheath. The system was deep, but corrective action was not taken before connecting the systems together. The closure device was unsheathed to the "flx ball" in normal fashion, but still very deep in the appendage, before manipulating the sheath. The device was too distal to the ostium, so the device was re-sheathed to the "flx ball" before repositioning more proximally. The second deployment was also too distal, and when they were about to reposition, the transesophageal echocardiogram (tee) physician noticed there was a growing effusion. The device was repositioned again, but there was no noticeable compression. The patient started to decompensate quickly. The device was quickly repositioned again and the device was deployed in the anterior lobe with a coaxial alignment to the ostium. The release criteria were not confirmed but tug test was performed. The device did not move. The device did not appear to be compressed on fluoroscopy, but the device was released. Blood thinners were reversed and a pericardiocentesis was performed. The physicians had difficulty quickly performing the pericardiocentesis, and several minutes had gone by when the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. CPR continued until the physicians could tap and stabilize the patient. Device embolization was noticed on tee and fluoroscopy and appeared that the device was in the pericardial space. Surgical intervention was required to explant the device. The patient is alive, but was not yet discharged from the hospital.